Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from canada that during a craniotomy surgical procedure, it was observed that the motor device would not retain the cutter device; and that the cutter device would just fall out. According to the reporter, this occurred with multiple cutter devices. It was further reported that a piece of the device did not fall inside the patient. There was a five minute delay to the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device burr lock mechanism assembly was disassembled and the 2 springs for the lock tabs had failed and were not pushing on the lock tabs to secure cutters. It was also observed that one of the springs were out of place and deformed and another pin was out of place and completely gone. Therefore, the reported condition was confirmed. The assignable root for the springs being out of place was determined to be due to due to the handpiece being run without a cutter which is misuse, abuse and or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.